Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector of the minicap transfer set and the main body of the twist sleeve which resulted in difficulty in draining. This was noticed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Evidence of an insert chip was present. The reported condition was verified. The cause of the event was determined to be inadequate solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.